Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump clock "loses time more than an allowable rate", cause was unknown. No further information was obtained as customer declined troubleshooting. There was no reported impact to blood glucose.